Event description:
A surgeon reported two pts with visual disturbance and blur following intraocular lens (iol) implant surgery. The surgeon also reported noting that the iols had a crease opposite the cylinder axis. Add'l info has been requested. There are two medical device reports associated with these events. This report is for the second pt.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Add'l info was requested on (B)(6) 2011 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).